Event description:
It was reported a blockage alarm went off when changing the cassette. After turning the power on and off several times, it stopped sounding. Pump 428858.

Manufacturer narrative:
No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations.